Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. This MDR filed late because of delayed reporting by sales rep.

Event description:
The device was broken while clamping the round ligaments during a hysterectomy. The surgery took longer than usual because of the event, but the surgeon was able to retrieve the pieces. X-rays were taken to confirm no pieces remained within the pt. No pt harm confirmed.